Event description:
During a patient event, it was reported that the device power light came on but the rest of the device failed to operate upon power on. There were no adverse affects to the patient reported as a result of device use. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device was unable to duplicate the reported failure. Physio replaced the system pcb assembly as a precautionary measure and confirmed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported issue was not determined.